Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to receive additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: weight, bmi at the time of index procedure? Name and indication of index surgery (B)(6) 2021? Product code and lot number? On what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Were there any pre-existing signs/symptoms of active infection/inflammation prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were any pre-op cleansing procedures or products changed recently? If yes, please describe. How was the infection diagnosis confirmed? Please describe the patient manifestations of the reported infection (location, severity, appearance, systemic or local infection). Were any cultures performed? If so, please provide the results. What type of anti-infection medication (antibiotics and/or steroids) was given (oral, topical or etc) to treat infection? Please specify. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during suture removal? Please specify. Was the re-suturing required? If yes, what was used for re-suturing? Other relevant patient comorbidities/concomitant medications? What is physician¿s opinion as to the etiology of or contributing factors to this event (post-op infection)? What is the patient¿s current status? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate

Event description:
It was reported that the patient underwent an unknown surgery on (B)(6) 2021 and the suture was used to sew the vaginal fascia and pelvic peritoneum. Twelve days later, when the patient went to hospital to remove the suture, it was found that the patient suffered from infection. Administration of anti-infective therapy was given to the patient. Additional information has been requested.